Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration together with organ perforation/ migrated implants, organ perforation, location of perforation: fallopian tube, right at the cornua') in a 27-year-old female patient who had essure (batch no. 626108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included incisional hernia. Concomitant products included contraceptives for topical use for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced headache ("headaches"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced menometrorrhagia ("unusual and prolonged periods") with genital haemorrhage and menstrual disorder and migraine ("severe migraines"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, menometrorrhagia and dyspareunia outcome was unknown and the headache and migraine had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, dyspareunia, fallopian tube perforation, headache, menometrorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted, onset date of event unintended pregnancy was reported as (B)(6) 2009, however date of birth of child was (B)(6) 2010 as per pfs. Plaintiff reported that she had her essure removed. Plaintiff had bilateral tubal ligation on (B)(6) 2011. She states doctor told her about perforation after her bilateral tubal ligation surgery. She did not seek medical treatment for painful intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: coils in place, fallopian tubes occluded. Hysteroscopy - on (B)(6) 2008: small anteverted uterus. Bilateral ostia visualized. Essure coils inserted without difficulty, 2 to 4 coils in the uterine cavity. Laparoscopy - on (B)(6) 2011: laparoscopic tubal ligation using bipolar cautery. Operative findings: normal tubes and ovaries bilaterally. There was evidence of an essure occlusion device at the left cornu/ the essure on the left tube appeared to be in the tube but also coming through right at the cornua. Physical examination - on (B)(6) 2011: normal post-op check status post laparoscopic tubal ligation. Weight - on (B)(6) 2018: 260 lb (118 kg). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc. Events unusual bleeding, unusual periods were updated to symptoms of menometrorrhagia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration together with organ perforation/ migrated implants, organ perforation, the location of the perforation: fallopian tube, right at the cornua') in a 27-year-old female patient who had essure (batch no. 626108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included incisional hernia. Concomitant products included contraceptives for topical use for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain"), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping"). In (B)(6) 2010, the patient experienced headache ("headaches"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("unusual bleeding"), menometrorrhagia ("unusual and prolonged periods"), migraine ("severe migraines") and menstrual disorder ("unusual periods"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, menometrorrhagia, dyspareunia, abdominal pain lower, pregnancy with contraceptive device and menstrual disorder outcome was unknown and the migraine and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menometrorrhagia, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff had bilateral tubal ligation on (B)(6) 2011. She states doctor told her about perforation after her bilateral tubal ligation surgery. She did not seek medical treatment for painful intercourse. Discrepancy noted, onset date of event unintended pregnancy was reported as (B)(6) 2009, however date of birth of child was (B)(6) 2010 as per pfs. Plaintiff reported that she had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: coils in place, fallopian tubes occluded. Diagnostic results: plaintiff learned she was pregnant approximately on (B)(6) 2009 by a physician visit. Current weight as of (B)(6) 2018: 260lbs. (B)(6) 2008, findings: small anteverted uterus. Bilateral ostia visualized. Essure coils inserted without difficulty, 2 to 4 coils in the uterine cavity. (B)(6) 2011, procedure performed: laparoscopic tubal ligation using bipolar cautery. Operative findings: normal tubes and ovaries bilaterally. There was evidence of an essure occlusion device at the left cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received : new reporter information was added. New event unusual periods was added. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration together with organ perforation/ migrated implants, organ perforation, the location of the perforation: fallopian tube, right at the cornua"), genital haemorrhage ("unusual bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 27-year-old female patient (gravida 3, para 3) who had essure (batch no. 626108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included incisional hernia. Concomitant products included contraceptives for topical use for contraception. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced headache ("headaches"). On an unknown date, 1 year after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and migraine ("severe migraines"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2011 bilateral tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, menometrorrhagia, dyspareunia, abdominal pain lower and pregnancy with contraceptive device outcome was unknown and the migraine and headache had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menometrorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff had bilateral tubal ligation on (B)(6) 2011. She states doctor told her about perforation after her bilateral tubal ligation surgery. She did not seek medical treatment for painful intercourse. Discrepancy noted, onset date of event unintended pregnancy was reported as (B)(6) 2009, however date of birth of child was (B)(6) 2010 as per pfs. Plaintiff reported that she had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded plaintiff learned she was pregnant approximately on (B)(6)2009 by a physician visit. Current weight as of (B)(6) 2018: 260lbs. (B)(6) 2008, findings: small anteverted uterus. Bilateral ostia visualized. Essure coils inserted without difficulty, 2 to 4 coils in the uterine cavity. (B)(6) 2011, procedure performed: laparoscopic tubal ligation using bipolar cautery. Operative findings: normal tubes and ovaries bilaterally. There was evidence of an essure occlusion device at the left cornu. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration together with organ perforation/ migrated implants, organ perforation, the location of the perforation: fallopian tube, right at the cornua"), genital haemorrhage ("unusual bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a (B)(6) female patient (gravida 3, para 3) who had essure (batch no. 626108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included incisional hernia. Concomitant products included contraceptives for topical use for contraception. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced headache ("headaches"). On an unknown date, 1 year after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and migraine ("severe migraines"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2011 bilateral tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, menometrorrhagia, dyspareunia, abdominal pain lower and pregnancy with contraceptive device outcome was unknown and the migraine and headache had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menometrorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff had bilateral tubal ligation on (B)(6) 2011. She states doctor told her about perforation after her bilateral tubal ligation surgery. She did not seek medical treatment for painful intercourse. Discrepancy noted, onset date of event unintended pregnancy was reported as (B)(6) 2009, however date of birth of child was (B)(6) 2010 as per pfs. Plaintiff reported that she had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded plaintiff learned she was pregnant approximately on (B)(6) 2009 by a physician visit. Current weight as of (B)(6) 2018: (B)(6). On (B)(6) 2008, findings: small anteverted uterus. Bilateral ostia visualized. Essure coils inserted without difficulty, 2 to 4 coils in the uterine cavity. On (B)(6) 2011, procedure performed: laparoscopic tubal ligation using bipolar cautery. Operative findings: normal tubes and ovaries bilaterally. There was evidence of an essure occlusion device at the left cornu. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Event migrated implants, organ perforation, the location of the perforation: fallopian tube, right at the cornua was clubbed with previously reported event and recoded to meddra llt fallopian tube perforation. Events pregnancy with contraceptive device, device ineffective, headache were newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.